Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the patient felt horrible and wanted to have the pump removed. When the patient was last filled, their healthcare professional (hcp) added sufentanil to their pump in addition to refilling the existing drugs fentanyl, hydromorphone, clonidine and bupivacaine. When the hcp refilled the pump, they "overfilled my pump and all that stuff when into me". The next day, they turned the pump down so low the reservoir could "go for two years". Then it was stated "one ingredient¿ I can't wake up". The patient wanted the "stuff" taken out, and something else put in. The patient wanted the whole pump removed, but their hcp was going to slowly "dilute the medication in the pump in order to remove it, which takes a long time". The patient didn¿t "feel right" and felt like she could sleep "24-7". These symptoms had been going on ever since the pump was implanted. It was also noted the area where the pump was placed "under [the patients] waste" was sticking out like a flying saucer. The patient could "practically read the serial numbers off the pump through her skin". The patient did not have fat there because of a "tummy tuck" performed prior to device implant. The pump was sticking out at an angle and it had gradually happened. The hcp would move it because it's sticking out.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that the patient did not trust the physician to remove the pump device. The patient did not think the doctor would tell them if something were to go wrong, like if a part of the catheter was left inside the patient. The patient stated "I do not want my spinal fluid leaking all over the place." The patient had never had therapeutic effect. The patient was going to have their pump removed by the physician. The patient had tried to find another physician to remove the pump but no other physician would take them as a patient. It was noted that the physician took the ptm bolus dosing away and the physician was on vacation. The physician had already set the drug in the pump to the lowest dosing possible. The patient did not feel it was doing much for them, it was affecting the patient's thinking too much and made the patient feel like they were not themselves. The patient did not feel well and felt like they had no energy. It was noted that 2-3 weeks following the "overfill" on (B)(6) 2014, the physician removed half of the drug solution and replaced it with saline instead. Later in the call, the patient inquired about physicians at another facility about pump physicians. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
Additional information received reported the patient had told the doctor that she did not want the pump anymore and it was not effective. It was unknown how long it was not effective for. The patient would likely have the pump explanted. The patient did not have a managing physician currently as the patient was discharged. If additional information is received, a follow-up report will be sent.